Manufacturer narrative:
This is a follow-up of the previous pr ID (B)(4). Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube could only be moved manually. The fse examined the system and determined that the failure to reach an end position of the detector movement led to the reported error. As a part of repair activity, the fse completely re-adjusted the detector movement and position recognition. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the tube could only be moved manually and the button in geometry module was defective. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.